Event description:
The customer reported a hospital visit on (B)(6) 2026 where high ketone levels were detected. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.